Event description:
Received a copy of the customer's maude database report from FDA which states, ¿safety stop called in ICU c as alaris pumps have frequently been failing or malfunctioning. Two different pumps failed prior to calling safety stop. Then additional 3 pumps were tried and again failed for total of 5 malfunctioning pumps. The pumps will either not turn on and sense that channels are connected, work normally for setup then suddenly stop saying communication error, if moved or even touched will turn off and not turn back on. This interferes with workflow, with safety of the patient as sometimes these pumps are infusing lifesaving/supporting medications." There was patient involvement but impact was unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿safety stop called in ICU c as alaris pumps have frequently been failing or malfunctioning. Two different pumps failed prior to calling safety stop. Then additional 3 pumps were tried and again failed for total of 5 malfunctioning pumps. The pumps will either not turn on and sense that channels are connected, work normally for setup then suddenly stop saying communication error, if moved or even touched will turn off and not turn back on. This interferes with workflow, with safety of the patient as sometimes these pumps are infusing lifesaving/supporting medications." There was patient involvement but impact was unknown.